Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivering. The customer blood glucose level was 10 mmol/l at the time of incident. The customer¿s current blood glucose value was 8.3 mmol/l. The customer was assisted with troubleshooting. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer reported presence of air bubbles in the past. The customer alleged that the insulin pump was under delivering as they were high during the night even they took more insulin than normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.